Event description:
The customer reported to olympus that the subject device tested positive for an unexpected contamination once. Reportedly, the scope will undergo additional testing. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Three attempts were performed to obtain additional information regarding the microbiological test results, but no response was received from the customer.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and because the device was not retuned, the reported event could not be confirmed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.